Manufacturer narrative:
The subject device was received and evaluated. Device evaluation and inspection found low angulation (angle inspection test performed: angle knob operation, angle knob motion direction, bending angle, knob play, bending section return ) found low angulation, out of specifications. The reported issue of "angulation problem, low angulation" was confirmed. Furthermore, device inspection found dirt around forceps elevator. Forceps elevator has foreign material, this condition caused by insufficient cleaning, handling problem. Additionally, the following defects/findings were identified during inspection: suction cylinder deformed. Nozzle clogged, water removal ability failed specifications. Endoscope connector deformed, watertightness is lost. Adhesive on a-rubber (bending section) detached. A-rubber discoloration noted. Due to wear of angle wire, bending angle in up direction does not meet the standard value. Due to wear of angle wire, the play of up/down (u/d) knob is out of the standard value. Due to s-cylinder found shaved, suction volume does not meet the standard value. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
It was reported the device found with angulation problem. Scope was inspected physically and found low angulation at all direction. The issue found during reprocessing. No patient involvement. No harm reported , no user injury reported. Device return evaluation found dirt around forceps elevator. Forceps elevator has foreign material. This report is being submitted for dirt around forceps elevator. Forceps elevator has foreign material (insufficient cleaning (handling problems). ,

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The aware date should be 15-nov-2022 and not 13-nov-2022.